Event description:
This is filed to report the clip opened during establishing final arm angle (efaa). It was reported this was a mitraclip procedure performed to treat functional mitral regurgitation (mr), with an mr grade of 4. The steerable guide catheter (sgc) was inserted, and the mitraclip delivery system (cds) was advanced. However, during establishing final arm angle (efaa), the clip opened to approximately 60 degrees. Efaa was repeated two more times, trouble shooting was performed, however efaa failed again. The clip was not implanted and was removed. An xt clip was implanted, without issue. Mr was reduced to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. During the return device analysis, it was observed that the lock lever cap, o-ring, and polyimide tubing on dc (delivery cather) handle was missing. Due to the return device condition, the reported clip opening while establishing final arm angle (efaa) could not be replicated. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, based on the similar complaint review, there is no indication of a lot-specific product quality issue. Based on all available information and the returned device analysis, a cause for the reported clip opening while establishing final arm angle (efaa) cannot be determined. The observed missing components (delivery catheter handle ¿ polyimide tubing, o-ring, and lock lever cap) are a result of post-procedural handling of the device as these components were not returned with the cds (clip delivery system). There is no indication of a product issue with respect to manufacture, design, or labeling